Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. The information in this report was provided via a medwatch submitted by the user on medwatch#: 15843716.

Event description:
Bioburden found on loaner tray (wright medical, infinity talis size 3).

Manufacturer narrative:
The information in this report was provided via a medwatch submitted by stryker on medwatch: 15843716.

Event description:
Bioburden found on loaner tray (wright medical, infinity talis size 3).

Event description:
Bioburden found on loaner tray (wright medical, infinity talis size 3).

Manufacturer narrative:
H10 added as per FDA request.